Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that his blood glucose reached 510 mg/dl after wearing the pod between 24 and 36 hours. The pod was deactivated and the he noticed the cannula was not properly inserted.